Event description:
Describe event, problem, or product use error: patient reported their nebulizer has died. No details provided as to the issue. Unknown lot number and expiration date. Unknown if patient missed any doses. Unknown if adverse event occurred. Unknown if defective nebulizer is available for return. Unknown if md is aware. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified